Manufacturer narrative:
The system was examined and the reported event was replicated. The pneumatics module was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on quality assurance assessment, the product met specifications at the time of release. A pneumatics module was received for evaluation. A visual assessment of the returned sample did not reveal any obvious visual nonconformity. The returned sample was installed into a calibrated hotbed system with digital pressure gauge on and the system was booted up without any system message (sm) or abnormalities noted. The air/gas fluid (agf) function was then with digital pressure gauge and was found to meet specifications. The customer reported event was unable to be replicated. The consumable lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record (DHR) shows the product was released per specifications. This is the first complaint for the finish goods consumable lot and the first for this issue. The DHR shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. A console representing the current software version was used to test the sample. The sample was connected and properly recognized by the console. The auto gas fill (agf) syringe was able to complete the purge and fill cycles. The agf plunger moved as it should during the filling process; no anomalies were observed. The sample passed functional testing. The returned sample met specification. Therefore, the root cause was not able to be determined. (B)(4).

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The ophthalmic surgeon reported that the product did not function properly, the process stopped after the syringe was filled with sf6 gas. The gas did not get discharged. The procedure was completed after changing the procedure to air displacement. Additional information was requested.